Event description:
Per the audiologist, the electrode array was inadvertently removed during a cleaning of the external auditory canal by the patient's local physician. Reimplantation is planned in approximately six months but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.